Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the software on the generator interface circuit board was corrupt. The software was reloaded and the system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 2600 would not fluoro and would not completely initialize. There was no adverse pt involvement reported. There was no patient information reported.